Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2002 the patient's settings were indicative of a faulted diagnostic test. There was no programming history available prior to this date. The settings were corrected on (B)(6) 2002; however, the device off time was left at 60 mins and was not corrected until (B)(6) 2002. No patient adverse events were reported.